Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw machine is not suctioning. Bio box is need from field assurance for pwkit03h only. Patient was asked to do the t/s and water test, and it failed. Processed pu/ex for a replacement kit to be sent and requested a biohazard box to be sent. No additional information provided. Troubleshooting did not resolve the issue.

Event description:
Machine is not suctioning. Bio box is needed from field assurance for pwkit03h only. Edward states pw not suctioning asked to do the t/s and water test and it failed. Processed pu/ex for a replacement kit to be sent and requested a biohazard box to be sent. No additional information provided. Troubleshooting did not resolved the issue.

Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the reported event was confirmed due to product specifications/performance failure. An investigation has been completed using all information currently available. The event represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored through ongoing post market surveillance activities in compliance with regulatory requirements and local procedures. The cause of the event was identified as cause unknown. The returned sample was evaluated for a decrease in suction complaint. A bd purewick urine collection system, collection canister with lid, pump tubing, collector tubing, and external power cord were returned. In-house collection canister and elbow connector was used for testing. Gross visual evaluation: there were a crack present around the rim of the collection canister. No residue was present. The stop valve opened and closed properly. There was light or sound indicating function with the returned pcba. Corrections made to tab h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the reported event was confirmed due to product specifications/performance failure. Cause of the failure is unknown. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (collection canister with lid, pump tubing, collector tubing, and external power cord). There were a crack present around the rim of the collection canister. No residue was present. The stop valve opened and closed properly. There was light or sound indicating function with the returned pcba functional evaluation of the returned sample noticed the device passed with a value of 2.330 slpm at 10 seconds of being powered on. Once the system was powered on and ran for 30 seconds, the device failed, no water could be drawn into the collection canister. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Machine is not suctioning, bio box is needed from field assurance for pwkit03h only. Patient states pw not suctioning asked to do the t/s and water test and it failed. Processed pu/ex for a replacement kit to be sent and requested a bio hazard box to be sent. No additional information provided. Troubleshooting did not resolved the issue.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw machine is not suctioning. Bio box is need from field assurance for pwkit03h only. Patient was asked to do the t/s and water test, and it failed. Processed pu/ex for a replacement kit to be sent and requested a biohazard box to be sent. No additional information provided. Troubleshooting did not resolve the issue.